Manufacturer narrative:
The reported ventral hernia requiring surgical intervention to correct and prevent serious complications was assessed as a serious injury related to the use of the coolsculpting device. The occurrence of hernia is a risk inherent to the coolsculpting procedure and is detailed in the coolsculpting user manual. System logs and treatment settings were retrieved from the device and reviewed. No event, error message or any device malfunction was identified. The device performed as designed.

Event description:
On 10/16/2017 allergan was made aware that a patient received 2 cycles of coolsculpting treatment to the lower abdomen using a coolmax applicator on (B)(6) 2016, and had subsequently undergone hernia repair on an unspecified date. The treatment provider confirmed that their clinical notes show "a potential hernia dating back in (B)(6)" but no additional information was available. The device system logs were retrieved and reviewed. The vacuum pressure was set at 6 with the massage set from 6 to 7.5 at a 5 second rate. The device performed as designed, and there was no event or error reported from the system.